Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2025-00317-00 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed alinity I tsh results generated on the alinity I processing module for two patients. The following data was provided: sid (B)(6). Result from (B)(6) 2025 was 0.054 miu/l. Retested (B)(6) 2025 and the result was 18.541 miu/l. Sid (B)(6). Initial result from (B)(6) 2025 was 0.033 miu/l, repeated the sample on the same day and the repeat results were 8.785 and 8.747 miu/l. Customer tsh reference range: 0.35 - 4.94 miu/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the barbed fitting uwm 1, filter kit, dilution assembly and alnty pptr probes. Part replacement resolved the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity I processing module did not identify an increase in complaint activity. A review of tracking and trending for the barbed fitting uwm 1, filter kit, dilution assembly and alnty pptr probes did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the barbed fitting uwm 1, filter kit, dilution assembly and alnty pptr probes were identified.

Event description:
The customer observed falsely depressed alinity I tsh results generated on the alinity I processing module for two patients. The following data was provided: sid (B)(6): result from (B)(6) 2025 was 0.054 miu/l. Retested (B)(6) 2025 and the result was 18.541 miu/l. Sid (B)(6): initial result from (B)(6) 2025 was 0.033 miu/l, repeated the sample on the same day and the repeat results were 8.785 and 8.747 miu/l. Customer tsh reference range: 0.35 - 4.94 miu/l. No impact to patient management was reported.